Event description:
It was reported by service report that the jacks would not pump up and the side rails would not latch in the raised position. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Release rod.